Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional device used in procedure.

Event description:
In 2008, this pt underwent endovascular repair whereby gore excluder endoprostheses were implanted. In 2009, angiographic images revealed that the right limb had occluded. (It is unsure at this time if it is the contralateral leg or the ipsilateral leg that occluded). The following day, the physician reintervened, and performed a thrombolysis infusion and placed a bare metal stent in the occluded limb. The physician believes the occlusion of the limb was caused by infolding. Images are coming to gore for evaluation.